Manufacturer narrative:
Correction to description from the initial report: it was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the large suturecut needle driver instrument had a frayed wire at the distal end. The reported issue was found during set up and the instrument was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a frayed wire. Engineering evaluation found a frayed wire at the distal end. One grip close cable was observed to be broken at the distal idlers pulley. The idler pulley was able to spin freely but slight damages on the edge and on the surface were found. The cable segment was sticking out at the instrument's wrist. Other cables at instrument's wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the large suturecut needle driver instrument was not recognized by the system. The reported issue was found during set up and was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.